Event description:
It was initially reported that an explant at implant of an edwards' physio ii annuloplasty ring was reported due a failed ring repair. The patient had moderate mitral regurgitation once off bypass. Further follow up with the surgeon indicated the patient had severe pulmonary hypertension and a "bad right ventricle". The surgeon had attempted a ring repair, but due to the patient experiencing moderate mr, elected to implant a valve instead. It was later learned the patient expired a few days post surgery due to poor function of the right ventricle. The surgeon did not indicate that patient's death was valve/ring related.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As reported, there is no information to suggest an edwards' device quality deficiency causing or contributing to the annuloplasty ring explant at implant or patient's death. No additional information was provided and device has been discarded.